Manufacturer narrative:
A f/u MDR will be sent once the repair info is completed.

Event description:
Puritan bennett received info stating that unit had stopped cycling while on pt use. The pt was not harmed or injured as a result of the event.